Event description:
A pt reported experiencing inaccurate erratic results with a otp meter. The pt's blood glucose results were 76mg/dl, 127mg/dl. Tests were done within <10 minutes with a difference of 32%. Pt did not experience adverse events. No further info has been reported. Note - customer cleaning meter incorrectly.